Event description:
It was reported that the lesion was located in the distal left circumflex (lcx). During manipulation of the guide wire through the struts of an implanted stent, the prowater guide wire became stuck on the stent. The tip of the guide wire separated and remained in the stent struts. A second stent was deployed to compress the separated guide wire tip into the vessel wall. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is inferred, with the provided information, that the guide wire distal end was trapped and stuck on the stent when it was manipulated through the implanted stent, where guide wire pull-back manipulation might be applied without noticing the entrapment, resulting in guide wire separation due to the pull-apart force inadvertently applied and exceeding the product design limit. The warning section of the instructions for use (IFU) states: do not manipulate the guide wire through strut of stent. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. If any resistance is felt due to spasm or the guide wire being bent or trapped, while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, resulting in fragments being left inside the vessel. Separation or breakage of guide wire is listed as one of possible complications and adverse events. The lot history record was reviewed and revealed no anomaly relating to the reported event. No other product experience report has been received for this lot.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.the device will not be returned for evaluation. The lot number was provided. A follow-up report will be submitted with all additional relevant information.